Manufacturer narrative:
We are waiting for the sample for investigation. The batch review shows that it complies to its specifications .the quality control of non-obstruction made per sampling is compliant. This is first complaint on this range of devices.

Event description:
During the tracheal suction on a child, secretions couldn't be eliminated. The suction catheter was removed and replaced.